Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event on (B)(6), 2006 and a cardiovascular event and subsequently expired on (B)(6), 2006 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated MDR #1225714-2014-00707, 1225714-2014-00708, 1225714-2014-00709 and 1225714-2014-00710.